Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's mother reported that the patient did not hear the low alert on the receiver and experienced a hypoglycemic event that resulted in a seizure. The patient's mother witnessed the patient having a seizure and administered the patient with glucagon and the patient recovered. It was indicated that the patient stayed awake until the patient's mother felt comfortable letting him go back to sleep. At the time of contact, the patient was feeling normal. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.